Event description:
One suture loop broke and three other sutures pulled out of the implants while throwing the first knot. The implants were not retrieved from the pt. A fifth unused suture was returned for analysis. The procedure was finished with another lot of bio-suture tak anchors. No pt injury has been reported as a result of this event. This device is used for treatment.